Manufacturer narrative:
Section h4: corrected information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the report that the patient becoming unresponsive could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2020, through (B)(6) 2020. The log file revealed persistent pulsatility index (pi) events. No atypical alarms were observed, pump speed remained above the low speed limit, and the system appeared to be functioning as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Pi events are examples of routine events and do not appear in the alarm history. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that while at the rehabilitation facility for the patient¿s initial visit, the patient became unresponsive. On initial review parameters seemed stable. No alarms visible or audible to anyone. The log file did not capture any unusual events and nothing in the log was found to indicate any vad issues. Additional information was requested but not provided.